Event description:
Symptoms over 6 months using the philips CPAP I've noticed wheezing, coughing at night. Used philips dreamstation for 2 years developed wheezing and dry cough during last 6 months of use. Informed to stop use because product was recalled.